Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and a root cause could not be identified. However, based on technician¿s visit to the facility, the light source was inspected and cleaned, and heavy debris was found inside the unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ventilation grill was so heavily dusty that the evis exera iii xenon light source displayed an e101 (temperature) error due to overheating. The event occurred during preparation for use. There was no procedure or patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Additional information was received regarding the olympus field service technician¿s follow-up visit with the customer on (B)(6) 2023. The fse inspected and cleaned the light source, and it was found that there was heavy debris inside the device. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.